Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a high blood glucose value 30 mmol/l. Customer's other blood glucose value were 28 mmol/l and 21 mmol/l. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical services dispatched as a result of high blood glucose values. The customer was treated with insulin pump for high blood glucose. The cannula of the infusion set was bent and insulin was leaking at the site of insertion. The troubleshooting was not performed for high blood glucose. The device is not expected to be returned for analysis.